Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that "like 2 days ago" they noticed the patient's right side was shaking and is still shaking this morning. Before calling patient services, the caller stated that they checked the left ins and noticed that therapy was turned off. The caller did not know why therapy was turned off. The caller stated that their reason for calling was to find out how to turn therapy back on with the patient programmer. During the call, agent had the caller check the left ins and they noted that therapy was off, the ins battery level was ok, and therapy settings were set to 2.40 for the right side. The caller confirmed they were able to turn therapy back on. The caller mentioned that the therapy settings should be set to 2.50 for the right side, and they thought they might have accidentally decreased it to 2.40. Agent reviewed how to increase, and the caller confirmed they were able to increase therapy settings for the right side to 2.50. The caller then checked the right ins, and noted that therapy was on, the ins battery level was ok, and therapy settings were set to 2.50 for the left side, and group a was active. The caller asked what the letter "a" meant. Agent reviewed requested information. By the end of the call, the caller stated that the patient was still shaking, but the shaking had just about stopped. Agent advised the caller to continue to monitor the patient's shaking, and to follow up with the patient's healthcare provider (hcp) if necessary. The patient's relevant medical history included that they had an hcp appointment 2 months ago with a mdt rep present. During the appointment, caller mentioned that the hcp checked the ins battery levels, and told the caller that one battery was getting lower, and that it would last for another several months. Agent reviewed how to check ins battery voltage. The battery voltage of the left ins was 2.71 v, and the right ins was 2.85 v. Agent reviewed battery voltage for eri, and advised the caller to contact the patient's healthcare provider when they see the eri message appear on the patient programmer.